Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold one day post implant procedure noted during discharge check. The right ventricular lead was repositioned the same day. The patient was stable before, during and after the procedure.